Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued and the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as patient made an unspecified mistake. It was reported that the patient was not hospitalized for the event. Two days after the event onset, the patient was treated with vancomycin injection (1g, every fourth day, ongoing, route not reported) and ceftazidime injection (1g per day, ongoing, route not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was reported that the patient has been retrained for proper aseptic technique. No additional information is available.